Manufacturer narrative:
Another contact info: (B)(6)the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
It was reported that during use, the sensation plus 50cc intra aortic balloon (iab) was prepped normally but when inserted there was bleeding through the back of the balloon and was concerned the balloon was ruptured. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d4 lot number, expiry date, d9 device available for evaluation and date return to manufacture, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields are d4 UDI number the iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one way valve attached. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y fitting and extracorporeal tubing was performed and no leaks or holes were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specification. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.